Manufacturer narrative:
The correct analysis results are now attached. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data included impedance test values from (B)(6) 2019. The ventricular pacing impedance was in unipolar and bipolar configuration >2500 ohms as reported in the complaint description. The data did not include trend curves for further investigation of the impedance progression. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of approx. 48 months, it was reported that the bipolar and unipolar impedances are out of range. Physicians plan to revise the lead, but it remains actively implanted at this time. No adverse patient side effects have been reported.